Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the station experienced failures, leading to the malfunction of all drawers and the tower doors. The customer reported that the station was not detected on the communication bus resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that main drawers 1, 2, 3, 6, and the tower doors had failed and were unable to recover. A field service engineer had unplugged all drawers except matrix drawer 1, which was recovered successfully. After shutdown, the engineer plugged in enhanced half-height drawer 2, which tested good. Tower doors 1, 2, 3, and 4 were recovered successfully. After another shutdown, the engineer plugged in enhanced half-height drawer 3, which also tested good. Following a final shutdown, the engineer plugged in enhanced full-height drawer 6. There were no failures after booting up. The customer tested pyxis successfully, and the system functioned as intended after the field service engineer repaired the device.